Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain"), migraine ("migraine"), feeling abnormal ("brain fog"), dizziness ("lightheaded"), adnexa uteri pain ("stabbing pain near where her left ovary is"), dyspepsia ("heartburn"), menstruation irregular ("irregular menstruation"), menorrhagia ("heavy menses with clot"), persistent genital arousal disorder ("pgad") and abdominal distension ("e-belly"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the abdominal pain lower, back pain, migraine, feeling abnormal, dizziness, adnexa uteri pain, dyspepsia, menstruation irregular, menorrhagia, persistent genital arousal disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, back pain, dizziness, dyspepsia, feeling abnormal, menorrhagia, menstruation irregular, migraine and persistent genital arousal disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: case became serious incident. Medical device removal was done for event abdominal pain lower. Reporter were added. New event added: abdominal distention. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.